Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Observed cracked sensor neck which occurred post wear during shipment to adc. Extracted data using approved software, sensor was found to be in state 5. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. Therefore, this issue is not confirmed. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received unspecified treatment by a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.